Event description:
The account alleged that the left head siderail cable has become frayed by the constant raising and lowering of the siderail. The account indicated that bare metal wires were visible. A pt was not in the bed.

Manufacturer narrative:
The account replaced the left head siderail cable to resolve the problem.